Event description:
It was reported that a cartridge change error occurred. Reportedly, there was an o-ring on the pneumatic tap. Customer removed the o-ring. It was reported that the rack pushrod was damaged, causing difficulties loading cartridges. Customer¿s blood glucose level was not adversely impacted. Tandem technical support made multiple attempts to follow up with customer, but was unsuccessful.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.